Event description:
A customer reported an unspecified high reading with the freestyle libre 2 sensor. The customer reported that due to the high sensor reading, "he ate more food" and subsequently experienced dizziness and loss of consciousness as "glucose went up too high". The customer was diagnosed with hypoglycemia and received unspecified treatment from his wife, who is a nurse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.